Manufacturer narrative:
Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg depleted. As such, surgical intervention took place on (B)(6) 2019 where in the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The device was not returned for analysis; however, based on the information received, the device provided therapy for greater than 72 months, which meets 75% of expected longevity per product specifications. Based on the information received, the cause of the reported event is consistent with normal device characteristics. As the issue was due to normal battery depletion, it does not meet reportability criteria.